Manufacturer narrative:
(B)(4). No sample and/or lot number were provided for further evaluation. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports that the catheter connectors are disconnecting during use. No injury reported.